Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. Manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: the sample was returned for evaluation. It was confirmed that the delivery system could not be advanced. The guide wire was found stuck in the system and the blue tip of the inner catheter was found detached. The guide wire could not be removed during evaluation. No indication was found for a manufacturing related issue. A definite root cause for the reported event could not be determined. Labeling review: the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Regarding the guide wire the IFU states: "an appropriate guide wire is required before introduction of the stent graft delivery system into the body. The guide wire must remain in place during the introduction, manipulation and eventual removal of the deployment system." In this case, a device compatible guide wire was used. (B)(4).

Event description:
It was reported that during a stent graft deployment procedure for treatment in the left common femoral artery stenosis, via the right femoral approach, the stent graft delivery system allegedly became stuck during advancement into the target lesion. Therefore, an attempt was made to remove the delivery system, and upon removal, the device allegedly became stuck with the guidewire. The device and the guidewire were then removed as one unit. Reportedly, another stent graft delivery system was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure for treatment in the left common femoral artery stenosis, via the right femoral approach, the stent graft delivery system allegedly became stuck during advancement into the target lesion. Therefore, an attempt was made to remove the delivery system, and upon removal, the device allegedly became stuck with the guidewire. The device and the guidewire were then removed as a one unit. Reportedly, another stent graft delivery system was used and the procedure was completed. There was no reported patient injury.